Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-10050. It was reported that the patient presented for revision of the right ventricular lead. During the procedure, the physician noted lead fracture and connected the replacement lead to the implantable cardioverter defibrillator. However, lead impedance values less than the lower limit persisted. The physician decided to explant and replace the device due to the impedance problem and battery advisory. The patient condition was stable.

Manufacturer narrative:
The reported field event of an impedance anomaly was not confirmed. A lead to can arc was confirmed by edx analysis of the arc mark found on the device. The unacceptable high voltage lead impedance seen in the field is consistent with the lead anomaly. Bench testing found the device to be normal.